Manufacturer narrative:
Zimvie complaint (B)(4). Date of event is not provided / unknown. Unique identifier (UDI) number is not provided / unknown.

Event description:
It was reported that the implant was removed due to pain. Inflammation is a symptom. Tooth site # 4 (universal). The site was grafted with allograft together with original implant placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The device was returned for evaluation. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.